Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file confirmed the pump error 53 line number 65535 file ID 52 and line number 18710 file ID 18555. Unable to determine the root cause. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed software error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.